Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of this complaint is traced to d02 - cause traced to component failure expected or random component failure without any design or manufacturing issue. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the ultrasonic bronchofibervideoscope exhibited no image, it was very dark. The event occurred during a diagnostic endobronchial ultrasound. The procedure was completed with an olympus back-up device. There were no reports of patient harm.